Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987 (syringe). PMA / 510(k)#: k161170 (needle). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe with bd eclipse¿ safety thin wall needle leaked from the needle hub and syringe junction during the injection. The following information was provided by the initial reporter: "patient was seen m clinic for a thumb injection 3cc syringe and 25 gauge 1.5"needle was used. The needle was placed into the joint and when injecting the mixture an unknown quantity of the mixture leaked out of the junction of the needle and the syringe hub. Once the first drops were noticed the needle was retightened into the hub but mixture continued to leak out likely most of the material leaked out in the end, rather than being injected."

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that the bd luer-lok¿ syringe with bd eclipse¿ safety thin wall needle leaked from the needle hub and syringe junction during the injection. The following information was provided by the initial reporter: "patient was seen m clinic for a thumb injection 3cc syringe and 25 gauge 1.5"needle was used. The needle was placed into the joint and when injecting the mixture an unknown quantity of the mixture leaked out of the junction of the needle and the syringe hub. Once the first drops were noticed the needle was retightened into the hub but mixture continued to leak out likely most of the material leaked out in the end, rather than being injected."